Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the bin file was performed and did not show a transmitter error alert. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.